Event description:
A home patient reported finding some minicaps which appeared to not have enough betadine in the cap. The home patient also reported that possibly some minicaps did not have any betadine in the cap. According to the home patient there was no patient injury and no medical intervention.